Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was hypoglycemic, catatonic and unable to speak for several hours. She was at a friend¿s house at the time and the parents were not present, so they are not completely sure of what occurred. She was transported to the hospital by her father who is a paramedic. The parent reported that the g6 app did not alert that the patient¿s glucose was low and stated that before going to the hospital the bg value was ¿two point something.¿ prior to going to the hospital, the cgm was showing either low or signal loss; the reporter could not confirm which. At some point the cgm also showed 4.8 mmol/l. At the hospital the bg was 3.7 mmol/l. The patient was still unable to speak and was given 100 ml of 10% glucose IV. After treatment her condition stabilized and returned to normal. No other treatment was provided. She was discharged home the same day. The patient had been having some signal loss earlier that day and the day before, but the parent was unaware if there was any signal loss at the time of the event. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypogylcemia.

Event description:
It was reported that the patient experienced no alerts. It was reported that the patient experienced a signal loss lasting over an hour. Afterwards, she was hypoglycemic, catatonic and unable to speak for several hours. She was transported to the hospital by her father who is a paramedic. The parent did not hear any g6 app notifications or alerts that she was low and stated the bg value was ¿two point something.¿ at the hospital the bg was 3.7 mmol/l. At some unspecified time, the cgm was reading 5 mmol/l and the patient was still unable to speak. The patient was given 100 ml of 10% glucose IV. After treatment her condition stabilized and returned to normal. She was discharged home the same day. The parent was unaware if there was any signal loss prior to the event. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.